Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited varying pacing impedance, loss of capture, oversensing, and muscle stimulation. No intervention was performed and the patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead had over-sensed myopotentials, and rv lead fracture was suspected to be the cause of the malfunctions.

Event description:
New information received notes that the patient's rv lead exhibited additional malfunctions of low sensing, high capture thresholds, and low impedance. Corrective programming changes were made and surgical intervention was planned.

Manufacturer narrative:
Additional information: h6: field should also include medical device problem code: "2917 - device sensing problem"